Manufacturer narrative:
The following could not be completed with the limited information provided. Weight-ni, date of event - ni, expiration date ¿ ni, manufacture date ¿ ni. Concomitant medical products: item 00111214001, palacos r bone cement, lot 68204212 quantity 2 used, item 00576401652, nexgen femoral component, lot 61276648, item 00597206529, nexgen all poly patella, lot 61266724, item 00596204012, nexgen lps-flex articular surface, lot 61222649, item 00598604701, nexgen stemmed precoat tibial component, lot 60936039. This report is 1 of 3 for this patient:0002648920-2016-04403/0001822565-2016-04825/0001822565-2016-04826.

Event description:
It is reported that after a knee arthroplasty that the patient was revised due to loosening of the tibial component and pain.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.